Manufacturer narrative:
Initial reporter's phone number: (B)(6). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported reboots involving attempts to discharge patients. The issue occurred after (B)(6) 2018. There was no patient incident.